Manufacturer narrative:
Device identifier: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on march 7, a novasure procedure was performed and the device successfully passed cavity assessment with no issue and the doctor received a "procedure complete" screen. The doctor performed a hysteroscopy post-procedure and was satisfied with the results of the ablation; no perforation was observed at this time. Then the doctor proceeded to a laparoscopic tubal ligation and visualized a perforation in the uterus. The doctor investigated the perforation and the surrounding tissue and did not see a burn on any tissue or other organs. Tubal ligation was completed and it is unknown at what point the perforation occurred. The patient was not given any further treatment for the perforation and is reportedly in good condition following the procedure. No additional information available.